Event description:
It was reported that the customer had a blank display on the insulin pump. Customer had to go to the hospital on (B)(6) 2014 because she was spitting ketones and her continuous glucose monitoring system was not charging. Customer received a low reservoir alert even though the reservoir was not low. Customer's blood glucose level was 476 mg/dl at the time of hospitalization. Customer's blood glucose level was too high and she was throwing up. Customer also had diabetic ketoacidosis. Customer was treated with IV and fluid. Customer gave herself insulin and manual injection to bring her blood glucose level down. Customer's current blood glucose level was 300 mg/dl after a bolus. Customer stated that she will treat with a back-up plan when she gets home. Customer was using a duracell lithium battery but was not sure. Customer cannot put in a new battery at the time of the call. Insulin pump will be replaced. Customer declined replacement battery cap. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.